Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill amount. The customer's blood glucose was 325 mg/dl. Reportedly, the insulin gauge began to show the accurate amount after the customer continued to use the cartridge.